Manufacturer narrative:
Review of procedure #(B)(6) revealed no indication of a posterior capsular tear. Docking was secure, and no eye movement was observed. The system functioned as designed. Review of procedure #(B)(6) indicates no evidence of a posterior capsular tear. Docking was secure, the eye was well-centered, and no significant movement was observed during the procedure. The system functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (B)(6) reported that he noted a posterior capsular tear on procedure ids # (B)(6) the site is seeking review of cases.